Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary obstruction due to a malignancy. The stricture was located within the common bile duct and noted to be long and very tight. The stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the physician encountered difficulty closing the outer sheath over the inner catheter. The inner catheter was stuck within the lumen of the stent. After applying "much force pulling," the physician was able to reconstrain the delivery system and withdraw the delivery system from the stent. The stent remained implanted in the desired location. After observing the delivery system outside of the patient, the physician believes that a piece of the plastic sheath was left inside of the patient. The detached fragment was not visualized inside of the patient. The physician did not express concern over leaving the device fragment inside of the patient and did not make any attempts to retrieve the fragment. The physician does not plan to perform any additional medical intervention and believes that the fragment will pass out of the patient naturally. The procedure was completed successfully using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a biliary obstruction due to a malignancy. The stricture was located within the common bile duct and noted to be long and very tight. The stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the physician encountered difficulty closing the outer sheath over the inner catheter. The inner catheter was stuck within the lumen of the stent. After applying "much force pulling," the physician was able to reconstrain the delivery system and withdraw the delivery system from the stent. The stent remained implanted in the desired location. After observing the delivery system outside of the patient, the physician believes that a piece of the plastic sheath was left inside of the patient. The detached fragment was not visualized inside of the patient. The physician did not express concern over leaving the device fragment inside of the patient and did not make any attempts to retrieve the fragment. The physician does not plan to perform any additional medical intervention and believes that the fragment will pass out of the patient naturally. The procedure was completed successfully using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary obstruction due to a malignancy. The stricture was located within the common bile duct and noted to be long and very tight. The stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the physician encountered difficulty closing the outer sheath over the inner catheter. The inner catheter was stuck within the lumen of the stent. After applying "much force pulling," the physician was able to reconstrain the delivery system and withdraw the delivery system from the stent. The stent remained implanted in the desired location. After observing the delivery system outside of the patient, the physician believes that a piece of the plastic sheath was left inside of the patient. The detached fragment was not visualized inside of the patient. The physician did not express concern over leaving the device fragment inside of the patient and did not make any attempts to retrieve the fragment. The physician does not plan to perform any additional medical intervention and believes that the fragment will pass out of the patient naturally. The procedure was completed successfully using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the deployment handle was fully retracted and the stent deployed. The stent was not returned for analysis. The clear section of outer sheath was kinked and bunched in appearance at two locations along its length between 10mm and 90mm and 140mm and 170mm proximal to its distal end. The inner shaft is broken at 1m 98cm distal to the distal end of the stainless steel shaft, where the impression is made for the guidewire. The distal portion of the inner shaft along with the distal tip, approximately 65mm, has not been returned for analysis. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4).